Manufacturer narrative:
The device referenced in this report has not been returned to siemens for evaluation. If additional information is received or if the device is returned at a later date, this report will be supplemented.

Event description:
It was reported that during equipment testing prior to a planned transesophageal echocardiography (tee) procedure, the transducer generated a usacquisitionhw_31 error immediately after it was connected to the ultrasound system. There was no patient in the procedure room when the error occurred; therefore, there was no patient involvement. No additional information was provided.

Manufacturer narrative:
Investigation: the complaint was investigated for the z6ms transducer for an acquistion 31 error when connected to an sc2000 system. The transducer was returned, and an investigation was performed. The system error was reproduced. The cause of the issue was determined to be a gastro flex thermistor reliability issue; this is related to design. Improvements to the gastro flex trace were implemented into forward production, since july 2017. The transducer returned from the customer site was manufactured prior to the corrective action. The transducer was replaced at the site by service. (B)(4)